Event description:
A nurse reported that a lot of bubbles were seen in the infusion cannula during a vitrectomy eye surgery. The consumable product was replaced and the procedure was completed without consequences to the patient. A product sample has been requested for this report, however, it has not been received at the manufacturing site.

Manufacturer narrative:
A product same has been requested for this report, however, it has not been received at the manufacturing site. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).